Manufacturer narrative:
(B)(4). Final analysis found that only the distal portion of the lead was returned. The outer coil was fractured at 31.5 cm from the distal end due to clavicular crush. This likely contributed to the reported loss of capture.

Event description:
It was reported that the lead was explanted and replaced due to a suspicion of exit block. The patient was in stable condition post surgery. No additional information was reported.